Event description:
It was reported that during implant attempt, the device failed to pace on a pacer dependent patient. The patient was paced externally while the lead was unscrewed and the analyzer reattached to the lead. The device was removed and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. The set screw was lodged.